Manufacturer narrative:
E1: establishment number (B)(6) shortened due to character restriction in the respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During reprocessing, a suspected patient infection was reported by the customer. Additional information has been requested but not available at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to b1, b2 & h1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a pinhole on channel tube, water tightness is lost this event was initially reported as a serious injury due to available information at the time of submission; however, upon further follow-up, no patient infection was confirmed, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.